Event description:
It was reported, the front-actuated grip exhibited the tissue pad peeled off at the early stage. The issue occurred during an unspecified procedure. The procedure was completed using a back-up device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.